Manufacturer narrative:
Component and conclusion codes updated.

Event description:
It has been reported to philips that the tempus pro is not possible to send the ECG to cardiac, a user changing the position of the car but still it is not possible to send it. There is no print icon on the screen - it is not possible to print the ECG curve, even after restart the print icon is missing. And the printer reports were deactivated. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.